Event description:
Pt experienced a loss of therapeutic effect following a fall where she was hospitalized. Specifically, every time she got up, she had incontinence. Further info was requested.

Manufacturer narrative:
(B) (4).